Event description:
Hosp personnel responded to a person, condition unk. The device was connected to the pt to administer external pacing but, according to the rptr, the device would not pace the pt. No adverse effects to the pt were reported as a result of the alleged malfunction.